Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, the large inserter was broken. It is unknown if there was patient and procedure involvement. This report is for an inserter-large. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review was conducted: part number: sfw673r synthes lot number: t920909 release to warehouse date: 09-apr-2008 manufacture site: (B)(4) part expiration date: n/a list of nonconformance¿s: n/a a review of the device history records showed that there were no issues at the time of manufacturing of this device and it's sub components that would contribute to the complaint condition. Traceabilty to the raw material lot number could not be established during this DHR review. No non-conformance reports (ncrs) were generated during the production of this device. Review of the device history record of tuttlingen showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. The received pictures confirm the issue "broken pin" as per event description; the complaint therefore has been determined to be confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during the prodisc l l4-s1 surgery, the large inserter broke. The inserter was changed. There was no surgical delay reported. The fragments generated from the broken device were removed successfully with no other medical intervention required. The procedure was successfully completed. The patient was in very good condition.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.